Event description:
The reporter did back to back blood glucose testing and got results of 58, 91 and 89 mg/dl. Testing was done within 10 minutes, using different finger sticks. There were no symptoms. Reporter stated that she had never cleaned her meter. Control solution testing was done not performed due to unavailability of supplies.